Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer's current blood glucose is 398 mg/dl. Customer stated that the emergency medical service was dispatched as a result of high blood glucose and then visited to emergency room and then admitted. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that at the hospital they gave him possibly fluids, manual injections. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege insulin pump was under delivering. The insulin pump will not be returned for analysis.